Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches, lightheadedness. There is no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal and external visual inspection of the device. The manufacturer found unknown dark brown contamination under the modem side door panel and the air input side door panel, on the main outside enclosure, white, dark brown, and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box, light dust-like contamination on top of the blower motor and the blower motor seal. The manufacturer also found unknown tiny pieces of white and black (inconsistent with degraded sound abatement foam) contamination in the bottom of the enclosure, black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown brown and white specs of contamination on the bottom the blower box. A broken blue piece of a plastic, consistent with a piece of a filter, was found in the inside walls of the blower box in the air path. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was hooked up to power supply, airflow was verified, and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirms there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.